Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment occurred. The 95% stenosed target lesion being treated was located in the mid right coronary artery (rca). The physician predilated the lesion with a 2.5mm non-bsc device and attempted crossing the lesion with the liberte bare metal stent but it was unable to cross. The physician pulled back the stent and went back down with a 3.5mm quantum balloon but was still unable cross with the liberte bare metal stent. "The stent became hung up on the catheter and stripped off the platform." The stent could not be found. The patient is reported to be doing fine. The physician later predilated the lesion with a 3.5mm quantum balloon and then placed a non-bsc stent successfully. Patient condition listed as "ok."